Manufacturer narrative:
Correction: relevant tests/laboratory data, including dates was missing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for a regular follow-up. Upon interrogation, the right ventricular lead exhibited increased threshold and impedance. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.